Event description:
In 2007 at 7:19am, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the one touch basic meter is giving the "not ok" message. The patient indicated that she was not able to test her blood glucose since the reported issue began on three days earlier. On the day prior to original date, the patient developed symptoms described as "a headache and blurred vision." The patient was using expired test strips at the time of concern. During this time, the patient was taking her diabetes oral medication (metformin and glipizide). The patient did not require any medical intervention and was not tested on any other meter. During troubleshooting, the customer care advocate verified that the testing technique was correct and the reported issue was not resolved with training. This complaint is being reported because the reporter alleged the patient developed symptoms that can be suggestive of hyperglycemia after the patient could not test for 2 days due to the reported issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.